Manufacturer narrative:
Blood was observed on the adhesive pad. The device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. Fluid was leaking from the tear and therefore the fluid path was not functioning as intended. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed that would indicate any struggle to deliver insulin. The timing and cause of the externally torn soft cannula cannot be determined.

Event description:
It was reported the patients blood glucose level rose to 434 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied.